Event description:
Healthcare professional reported left side deflation. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: broken shell, missing shell and yellow particles outer device. Leak test and microscopic analysis was performed which identified: striated broken on posterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated broken on posterior assessed as surgical damage and missing shell assessed as inconclusive.

Event description:
Healthcare professional reported left side deflation. Device was explanted.